Event description:
It was reported that shaft break occurred. A 3.00 x 38 promus element plus drug-eluting stent was selected for use. However, on removing the protective cover on the stent system and when the physician pulled it off, the catheter split apart in two pieces. The device was never loaded and used in the patient.